Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.